Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the bending/ insertion section during user handling. It damaged the charged coupled device (ccd) unit, causing the suggested event. The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their bronchovideoscope had a indented/bent tube, an insertion section indentation, sporadic image issues when angulating the device, and insufficient angulation. The issue was found during reprocessing after a diagnostic bronchoscopy procedure, which was completed using the same set of equipment without any delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image disappears during angulation in the up direction due to a damaged charged coupled device (ccd) unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). In addition to the findings in b5, the evaluation found the bending tube was deformed, the bending angle in the up direction did not meet the standard value due to the wear of the angle wire, and the connecting tube had a buckling.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.